Event description:
The customer reported oil mist coming from the filter. Customer also stated that there were no physical symptoms involved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, oil mist, capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The fse tested the unit and found it operating to MFR specifications. This issue has been addressed with a customer letter related to correction & removal.